Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information currently available, it is unknown whether the device may have caused or contributed to the event. Additionally, no product has been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2008: the patient underwent a left inguinal hernia repair surgery at the hospital. The patient's hernia was repaired with a kugel patch. In (B)(6) 2010: the patient began experiencing abdominal pain in the area of his hernia repair. The patient sought treatment from his healthcare providers. On (B)(6) 2010: the patient underwent surgery at hospital for an exploratory surgery, removal of mesh and debridement of left groin. The attending surgeon stated in his operative report that "the mesh had contracted and folded and seemed to have migrated above the spermatic cord. Medially, the anatomy was quite distorted with significant contracture of the mesh, inflammation in and around the mesh and mesh was adherent to the peritoneal fat at the inguinal floor. The internal ring was wide open with exposure of bowel." The kugel patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering. The patient was seriously and permanently injured.